Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing under filling. "Customer unable to use due to the suction issue with that lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-14 . H6: investigation summary bd received 500 samples (3 unopened and 2 opened shelf packs) for investigation. The samples were evaluated by visual examination and no physical issues were identified. A draw test was performed on 10 random samples from each of the 3 unopened shelf packs and 5 random samples from each of the 2 opened shelf packs and the indicated failure mode for underfill with the incident lot was observed. All 40 tube weights were below the specification limits. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the issue of underfill was not observed as all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd has initiated further root cause investigation relating to the issue of underfill through corrective and preventive actions CAPA 3751672. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing under filling. "Customer unable to use due to the suction issue with that lot."